Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 124 mg/dl.